Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s daughter contacted support to report that the patient experienced multiple insulin occlusion alarms. The alarms occurred on the same day the patient had changed their infusion supplies, which had been replaced approximately one week prior. Following the occlusion alarms, the patient disconnected from the device and transitioned to multiple daily injections while awaiting replacement contact detach infusion sets from the distributor. The patient was in the process of obtaining new supplies from the distributor. Support offered to assist with coordinating an exchange of supplies; however, the patient¿s daughter indicated they were unable to proceed with an exchange at that time due to scheduling constraints and an upcoming vacation. The patient¿s blood glucose levels were reported as unaffected. The exact cause of the occlusion alarms could not be determined because the patient had disconnected from the device and troubleshooting could not be performed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.